Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the device leaked water during transfer (pre-inflated). The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the device itself leaked. Only the oxygenator leaked. The leak was observed in the middle of the oxygenator. The leak occurred when the oxygenator was pre-filling. The leak occurred before cardiopulmonary bypass (cpb), and the oxygenator was replaced immediately after the leak. The customer stated that "during transfer pre-inflated" meant during cardiopulmonary bypass pre-filling.

Manufacturer narrative:
Conclusion: the complaint is not confirmed for a leak. Medtronic received information that during use of a fusion oxygenator, it was reported that the device leaked water during transfer (pre-inflated). The device was not returned so the event could not be confirmed, and the customer-provided photo does not show a leak from the oxygenator. Based on the available information the report was most likely a fiber leak. A serial number was not provided so a DHR review could not be completed; but all fusion hollow fiber oxygenators (hfos) are 100 % leak tested during production and any leaks identified during testing are discarded. Fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Correction h8 (usage of device): this field has been updated to initial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.